Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a birds nest filter on (B)(6) 2004. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Investigation - the gianturco-roehm bird¿s nest vena cava filters are placed via standard percutaneous entry (seldinger) technique. Introduction of the gianturco-roehm bird¿s nest filter is accomplished through a series of controlled steps which allow the operator to alter placement to accommodate anatomic variations. The gianturco-roehm bird¿s nest filter¿s hook wire design and two pair of ¿v¿ shaped struts hold the filtering wires in place and facilitates a secure fixation in the vena cava with a minimal risk of migration or vessel perforation. The bird¿s nest® vena cava filters are intended for the prevention of recurrent pulmonary embolism via placement in the vena cava in the following situations: pulmonary thromboembolism when anticoagulants are contraindicated; failure of anticoagulant therapy in thromboembolic diseases. Emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced. Prophylactically in patients with chronic, recurrent pulmonary embolism where anticoagulant therapy has failed or is contraindicated. Risk benefit analysis was completed to assess the benefit; risk ratio of the bird's nest filter. It is concluded that these devices meet the performance requirements necessary to perform their intended use safely and effectively. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable. Investigation - the gianturco-roehm bird¿s nest vena cava filters are placed via standard percutaneous entry (seldinger) technique. Introduction of the gianturco-roehm bird¿s nest filter is accomplished through a series of controlled steps which allow the operator to alter placement to accommodate anatomic variations. The gianturco-roehm bird¿s nest filter¿s hook wire design and two pair of ¿v¿ shaped struts hold the filtering wires in place and facilitates a secure fixation in the vena cava with a minimal risk of migration or vessel perforation. The bird¿s nest® vena cava filters are intended for the prevention of recurrent pulmonary embolism via placement in the vena cava in the following situations: pulmonary thromboembolism when anticoagulants are contraindicated. Failure of anticoagulant therapy in thromboembolic diseases. Emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced. Prophylactically in patients with chronic, recurrent pulmonary embolism where anticoagulant therapy has failed or is contraindicated. Risk benefit analysis was completed to assess the benefit; risk ratio of the bird's nest filter. It is concluded that these devices meet the performance requirements necessary to perform their intended use safely and effectively. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. No information regarding the event. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. If additional information is received, the report will be reopened for further investigation.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 09mar2018 as follows: pt allegedly received an implant on (B)(6) 2004 due to blood clots. Pt alleges tilt. Pt further alleges pain,emotional injury.